Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been small r-waves measured chronically thru the implantable cardioverter defibrillator (ICD) for the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.